Event description:
It was reported that oversensing and undersensing were observed. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.